Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a cassette error. The issue was discovered during routine testing and there was no patient involvement.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicated that high alarm displayed: cassette not attached properly was recorded in history. During analysis, the reported issue was duplicated. It was noted that downstream occlusion (dso) was defective and was the cause of the reported issue. Service will replace the dso sensor to correct the reported issue. Service also performed a full preventive maintenance and all functional test. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.